Event description:
The device was returned for persistent air in line error. During investigation, the device passed a mock infusion but failed functional testing of the set ID. No physical damage was identified at the set ID or anywhere else. Log files confirm the set ID failure. The reported issue was confirmed.

Event description:
The following has been reported: biomed reported: please find below the following issue for the pump, no harm of patient reported, nor an active infusion being stopped: air in line alarm always a preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.